Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebr1311 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during pre-rinsing, a crevasse was found near the 0 scale of the catheter. There was no reported injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a split in the catheter was confirmed and the cause was determined to be use related. The product returned for evaluation was a 4fr s/l perqcath catheter. The sample appeared to be free of blood residue and contained the t-lock assembly affixed to the luer adaptor. The stylet, however, was not returned. Gross visual evaluation of the catheter confirmed the presence of a 3mm longitudinally-aligned split in the catheter at the 0cm depth marking. The damage appeared to be granular in nature and appeared to be more extensive on the interior wall of the catheter tubing. To confirm this, the catheter was bisected longitudinally at the damage site and microscopically examined. The damage was clearly visualized to be more extensive on the catheter interior and the split site was the approximate width of the stylet. From this it appeared that the catheter was damaged when the stylet was withdrawn from the catheter. This type of event can be mitigated by ensuring the stylet is flushed prior to withdrawal. A red warning tag indicating this step is attached to the t-lock during assembly. A lot history review (lhr) of rebr1311 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during pre-rinsing, a crevasse was found near the 0 scale of the catheter. There was no reported injury.